Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03872 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used in the esophagus, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first speedband device was used to successfully deploy all seven bands. However, while attempting to withdraw the scope, the ligator head detached into the patient¿s mouth and was retrieved using a hemostat. The procedure continued using another speedband device (mr # 3005099803-2012-03872). After successfully deploying all seven bands from this device, the same issue occurred; the ligator head detached while withdrawing the scope. The ligator head was retrieved using a hemostat and the procedure continued without any further reported issues. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.